Event description:
A customer reported, on four separate operations, the automatic intraocular pressure control failed. This occurred suddenly in aspiration mode. The procedures were completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).